Event description:
Customer called to report an adverse event relating to high blood glucose when using the insulin pump. Customer refused to accept assistance when the paramedics arrived the blood glucose reading was 415 mg/dl at the time of the incident and 399 the last time it was measured. Customer is having trouble reading her blood glucose levels without a sensor. Customer states the pump is working fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.